Event description:
It was reported that the patient presented in clinic with episodes of non-sustained right ventricular oversensing. Review of the egms revealed possible myopotential oversensing. The patient was asymptomatic. Further evaluation and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.